Event description:
It was reported by service report that there was fluid leaking from the rod side hydraulic hose. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rod side hydraulic hose.